Manufacturer narrative:
Technical services evaluated the returned device and confirmed the flickering image. The blade was scrapped and the customer was given a replacement. Additional part used: glidescope® avl monitor: catalog: 0570-0314, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor with video baton 3-4, the image was blurry and "goes in and out" when cable is moved. No delay in the procedure. No use of a back-up device was reported. No harm to patient or user was reported.